Manufacturer narrative:
(B)(4). Two actual samples and two companion samples were returned out of the ten reported samples for evaluation. Visual inspection as well as functional testing was performed on the samples. Iso-gauge testing revealed that the two actual samples failed the upper limit plane, while the two companion samples passed. Underwater pressure testing was conducted on the four samples, and found a leak at the connection between the two piece luer lock and an unknown connector on the two actual samples. No leak was observed on the companion samples. Therefore, the reported condition was confirmed for the two actual samples. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.

Event description:
A customer reported to baxter (B)(4) a clearlink continu-flo blood solution set in which the male luer lock adaptor was faulty. It is unknown when the alleged defect was observed. There was no patient involvement; therefore, there are no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.